Manufacturer narrative:
Concomitant therapy: belkyra, botox, venus legacy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and delayed nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with 6 syringes of juvéderm voluma with lidocaine in the temples (t1, t2), cheeks (ck1, ck2, ck3), chin (c1, c2, c3, c4) and jaw (jw3, jw4). Patient was also injected with 3 syringes of juvéderm volift with lidocaine in the marionettes (m1), jaw (jw3, jw4) and lips as well as 2 syringes of juvéderm volbella with lidocaine in the lips and tear trough (tt2). Patient also had procedures with botox®, belkyra and had venus legacy around the eyes the same day. Patient was extremely happy with outcome and still happy a month later. Two months after the injection, the patient developed multiple delayed nodules and swelling of the lips, lower face and pre-marionette region. Patient was treated with biaxin and ciprofloxacin in order to avoid infection and hyaluronidase. Patient symptoms were worsening instead of improving. Patient was treated with prednisone and had an 80% improvement. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2017-01454 (allergan complaint # (B)(4)) and MDR ID #3005113652-2017-01456 (allergan complaint# (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volift with lidocaine, also a device manufactured by allergan.

Event description:
Additional information: the patient¿s symptoms completely resolved one week following treatment with the cortisone ¿mixture.¿

Event description:
Additional information: patient was treated with biaxin and cipro the day of symptom onset. This treatment was repeated one week later. Prednisone was given 2 days after that and symptoms were 70% improved since starting on prednisone. About 3 weeks after prednisone treatment, an injection with a cortisone ¿mixture¿ was given to the patient. Nodules continue to decrease in size with a few nodules remaining. The patient continues to be reviewed by the injector on a weekly basis.